Manufacturer narrative:
Weight: unk, ethnicity: unk, race: unk, expiration date 31-may-2025, explant date: unk, PMA/510k: this product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm vtich13.2 implantable collamer lens, +09.00/+5.0/014 (sphere/cylinder/axis), into the patients right eye (od) on (B)(6) 2022. The patient experienced a refractive surprise and the lens remained implanted. Additional information has been requested but none has been forthcoming.

Manufacturer narrative:
H6 - type of investigation 3331 - device history record (DHR) review: based on the results of the investigation, all released devices from the associated work order(s), including the suspected device, have been manufactured within established process parameters and there is no indication that the manufacturing and processing of the device contributed to the complaint issue. Claim #(B)(4).

Manufacturer narrative:
B5: the lens was explanted on (B)(6) 2022. The lens was replaced with another same model/length but different diopter (+04.50/+4.0/111) lens and the problem was resolved. Cause of the event was due to user error. Claim # (B)(4).

Manufacturer narrative:
B5: the reporter indicated the surgeon used the cylinder in ocos in the positive notation in error rather than negative. The surgeon therefore did the calculation again and exchanged the lens and the problem was resolved. Claim # (B)(4).

Manufacturer narrative:
H3: device evaluation: the lens was returned with moisture in a vial. Visual inspection found haptic bent to the lens. Dimensional inspection found the lens to be within specifications. Functional inspection found that the returned lens did not meet original values measured at the time of manufacturing. Claim#: (B)(4).